Event description:
It was reported that the ptd was being used with another MFR's 0.025" spring wire guide. The wire guide separated, and a portion remained in the pt. The retained portion was removed without any pt complications.